Event description:
Revision surgery - the pt fell and dislocated their shoulder.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 38 days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this product: (B)(4) for locking mechanism, (B)(4) for a dimensional concern, (B)(4) revisions, (B)(4) due to dissociation, (B)(4) due to dislocation, (B)(4) due to pain, (B)(4) due to infection, (B)(4) due to trauma, (B)(4) for device loosening, (B)(4) for stability/poor joint, and (B)(4) malposition. This is the (B)(4) complaint for this lot number. The root cause for the dislocation was most likely due to the patient falling. The information reviewed showed that the parts met all design, material, and manufacturing specifications. There is no indication of a product or process issue affecting implant safety or effectiveness.